Event description:
Pt observed "oxygen error" alert while using inogen oxygen concentrator. Pt did not have backup oxygen as instructed in pt manual. Pt was subsequently hospitalized. Note: pt had signed a waiver with the provider declining emergency backup oxygen in(/2007).

Manufacturer narrative:
Inogen has requested the device to be returned for eval, but has not yet received it. Review of device history record indicates no problem were encountered during the MFR of this unit, nor has it been previously repaired or serviced. An "oxygen error" alert is indication that device is producing < 50% oxygen. Pt did not have backup oxygen as instructed in pt manual. The pt had declined back-up emergency oxygen offered by the provider. Per the inogen clinical expert, high co2 levels (reported by the daughter) are generally not a symptom caused by lack of o2, but rather problems with respiration or ventilation. Inogen concludes that it is possible, but not likely, that the inogen one function contributed significantly to this adverse event. Inogen will provide a follow-up report if any new info changes this assessment.